Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The multilink vision stent referenced is being filed under a separate medwatch report #. The additional adverse patient effects referenced are being filed under a separate medwatch report #.

Event description:
Details are listed in the attached article, titled ¿everolimus-eluting stent versus bare-metal stent in st-segment elevation myocardial infarction (examination): 1 year results of a randomised controlled trial" it was reported through a research article identifying xience v drug-eluting stents and multilink vision bare metal stents that may be related to the following: myocardial infarction, stent thrombosis, ischemia, bleeding, revascularization, and death. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.